Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. The device was evaluated upon receipt. Device would not fill due to a failed circulation pump. Serviced circulation pump. A 2000-hour pm was completed on the device. As part of the pm, serviced the mixing pump and replaced the evaporator outlet tube, double-bend tube, heater with foam, and manifold o-rings. An electrical safety test and ctu calibration were performed and passed. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were onsite to perform the 113-field action and noted this arctic sun device would not fill. Had them check the suction at the left port and they observed no suction was present. Per review of wo notes, they discussed that this was indicative of a failed circulation pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were onsite to perform the 113-field action and noted this arctic sun device would not fill. Had them check the suction at the left port and they observed no suction was present. Per review of wo notes, they discussed that this was indicative of a failed circulation pump.